Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons working properly. However moisture damage was found at the keypad traces. No button alarms noted. The insulin pump has cracked case at lcd window corners, lcd window, cracked battery tube threads and minor scratches on lcd window.

Event description:
Customer reported a button error alarm that she was unable to clear. The blood glucose reading was 204 mg/dl. Nothing further was reported.